Manufacturer narrative:
Additional devices implanted and/or related to this event: tgu454520j/16359491. UDI: (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis that may occur and/or require intervention include, but are not limited to aneurysm expansion.

Event description:
On (B)(6) 2014, the patient underwent an endovascular repair using two conformable gore® tag® thoracic endoprosthesis to treat a thoracic descending aortic aneurysm. The patient tolerated the procedure. On an unknown date, an enlargement of the aortic diameter on the proximal side of the ctag was observed. On (B)(6) 2019, a re-intervention was performed. A contralateral leg was implanted in the brachiocephalic artery using the chimney method. A new ctag was implanted to extend the ctag proximally. The left common carotid artery and left subclavian artery were intentionally covered by the ctag. The left subclavian artery was embolized by a plug (avp). Small amounts of proximal type I endoleak and a bird beak were observed. The physician chose to monitor the patient. The patient tolerated the procedure.